Event description:
It was reported that a user¿s continuous glucose monitoring system experienced a temporary signal loss, with no sensor glucose readings for approximately one hour, after which readings resumed without replacement. Symptoms included no reported adverse clinical effects. Outcomes included no impact requiring medical intervention or hospitalization. Investigation included user education and troubleshooting performed during the call. Investigation of this case revealed that normal operation returned once signal was re-established. It was concluded that the event was consistent with transient signal loss without evidence of device malfunction requiring replacement.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.